Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider in regards to a patient who was being treated with fentanyl intrathecal (6000 mcg/ml; 5657.2 mcg/day), bupivacaine intrathecal (9 mg/ml; 8.4858 mg/day), clonidine intrathecal (100 mcg/ml; 94.2867 mcg/day), and baclofen intrathecal (100 mcg/ml; 94.2867 mcg/day). The patient's indication for pump use was non-malignant pain and failed back surgery syndrome. The patient experienced an acute onset of lower extremity weakness on (B)(6) 2015. An MRI with and without contrast of the thoracic and lumbar spine was ordered. The mris were performed on (B)(6) 2015 and the reports were reviewed on (B)(6) 2015. The thoracic MRI report revealed a 2.5 mm granuloma at the catheter tip. The doctor planned to replace the pump and catheter next week. Additional information has been requested, but it was not available at the time of this report. Additional information from a company representative indicated that on (B)(6) 2015 the pump was replaced due to elective replacement indicator (eri). A dye study was performed; however, no details were provided. There was no patient injury and the patient recovered without sequelae.